Manufacturer narrative:
Reporter provided invalid lot number of 334460. (B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that there was a difficulty in venous puncture with a jelco® i.v. Catheter, causing "pain" and "injury" to the patient. Details of the injury to the patient were not provided. No permanent injury was reported.